Event description:
The event is reported as: "complaint alleges that the device is not nebulizing consistently. The mist output is sporadic during use." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.